Event description:
The initial reporter stated they received discrepant results for one patient sample tested with crej2 creatinine jaffé gen.2 on a cobas c 503 analytical unit. The sample initially resulted in a creatinine value of 3.67 mg/dl and this value was reported outside of the laboratory. The doctor questioned the result because the patient had no noted kidney issues. The sample was repeated, resulting in a value of 0.71 mg/dl. The sample was also repeated on an unknown blood gas analyzer, resulting in a value of 0.67 mg/dl. The repeat values were deemed correct. The creatinine reagent lot number was 618951. The reagent expiration date was requested, but not provided.

Manufacturer narrative:
The field service engineer replaced a reagent probe after a failed instrument check of the probe. An air purge was performed. The instrument check was repeated and passed.

Manufacturer narrative:
Quality controls were within range. There was no indication of a reagent performance issue. The investigation determined the service actions resolved the issue.